Event description:
A facility reported that the accudrain with anti-reflux valve (ins8401) broke proximal to the patient near the stopcock. The drain disconnected and fell apart at the patient connection. There was no patient injury or delay in treatment reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The accudrain with anti-reflux valve (ins8401) was returned for evaluation. Device history record (DHR) - the DHR was reviewed and no anomalies were observed that could be related to the reported condition. Failure analysis - upon visual inspection of the returned device, it was noticed that the bottom part of the patient line was not returned with the unit. The patient-line stopcock was broken and about half of it was missing including the white plug. It was observed that the remaining part of the stopcock had a whitish and opaque appearance; this appearance suggests that the stopcock was exposed to an unknown substance. The device has two (2) stopcocks , and the other stopcock (zero-reference) was in good condition: good general appearance, clear (non-whitish/opaque), and no cracks were observed. Root cause - based on the returned unit¿s stopcock appearance, the root cause for the breakage is related to patient-line stopcock coming in contact with an incompatible substance (e.g., eeg adhesive removing solvent). The product¿s IFU has the following warning: ¿contact with collodion remover, acetone and/or any other incompatible substances with the product material may affect the integrity of the device, causing cracks and potential leaks on plastic components.¿ no further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.